Event description:
It was reported that a malfunction alarm occurred with the pump. The impact on the customer's blood glucose level was unknown as the customer declined to answer whether it exceeded 500 mg/dl. Technical support assisted the customer by providing pump reset information, and the malfunction did not recur after the reset. The customer continued to use the pump for insulin therapy.